Event description:
It was reported that the device lasted < 4 years and there was an electrical reset. It was further reported that there was high left ventricular threshold. The device was replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.